Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/31/2018 that on (B)(6) 2018, the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and the ui pcba was detached to download the receiver log. It was reviewed and no data was found within the investigation window. The receiver case was opened for interior inspection and passed. Speaker resistance was measured and passed. The reported event of an intermittent audio output was undetermined as testing could not be completed. A probable cause could not be determined.